Manufacturer narrative:
Device analysis: the device was returned and investigation by product analysis completed 24-apr-2019 with the following findings: review of the black box data and pump alarm history revealed call service 064-0008 alarm recorded. On investigation, the pump emitted a call service 064-0008 alarm; the complaint was duplicated. Investigation revealed the call service alarm was the result of internal moisture damage and motor failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.